Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been received by the manufacturer for evaluation. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors.

Event description:
It was reported (B)(6) 2025, 10:40 am a nurse performed a PICC line placement under ultrasound guidance. After successful puncture, a guidewire was advanced. Following insertion of the catheter sheath, the guidewire was withdrawn. Upon smoothly retracting the guidewire 5 cm, resistance was encountered. The nurse immediately called the head nurse for assistance. After applying slight force, the guidewire was removed. The guidewire tip was severely coiled, though the wire itself remained intact. Significant bleeding occurred at the puncture site, prompting immediate pressure application. No further information was provided.